Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a molding defect with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and a molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a molding defect was found before use with a bd vacutainer® one use holder. The following information was provided by the initial reporter. "It was deformed." 6 occurrences were reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9155954. Medical device expiration date: n/a. Device manufacture date: 2019-06-04. Medical device lot #: 9058518. Medical device expiration date: n/a. Device manufacture date: 2019-02-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a molding defect was found before use with a bd vacutainer® one use holder. The following information was provided by the initial reporter, "it was deformed." 6 occurrences were reported.